Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that therapy stop in an arctic sun device due to hypothermia (blue extremities of patient) and bradycardia. Incident date, (B)(6).2025. Information about reci / report on the 22.04.2025 because they pass through this device in repair area at chuv. No notification before, no calls. They took data from this device, 20.04.2025 data. Analyze them and there was no information about defective device. The patient was in hypothermia therapy that's why personal at chuv complains of hypothermia and stop therapy. Sent to the customer the data analysis and give them advice to rewarm extremities of patients in this case. They think it was not a defective device but more a medical case in this situation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that therapy stop in an arctic sun device due to hypothermia (blue extremities of patient) and bradycardia. Incident date, (B)(6) 2025. Information about reci / report on the 22.04.2025 because they pass through this device in repair area at chuv. No notification before, no calls. They took data from this device, 20.04.2025 data. Analyze them and there was no information about defective device. The patient was in hypothermia therapy that's why personal at chuv complains of hypothermia and stop therapy. Sent to the customer the data analysis and give them advice to rewarm extremities of patients in this case. They think it was not a defective device but more a medical case in this situation. Per follow up information received via mail on 06may2025, they made a follow-up with the customer and according to data analysis there were no troubles with the device, but it was a misunderstanding of the therapy by users. The patient was fine, they stop the therapy. The device was on the station again, at the end just no device trouble. No harm on the patient as the machine was immediately replaced by another machine.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that therapy stop in an arctic sun device due to hypothermia (blue extremities of patient) and bradycardia. Incident date, (B)(6) 2025. Information about reci / report on the 22.04.2025 because they pass through this device in repair area at chuv. No notification before, no calls. They took data from this device, 20.04.2025 data. Analyze them and there was no information about defective device. The patient was in hypothermia therapy that's why personal at chuv complains of hypothermia and stop therapy. Sent to the customer the data analysis and give them advice to rewarm extremities of patients in this case. They think it was not a defective device but more a medical case in this situation. Per follow up information received via mail on 06may2025, they made a follow-up with the customer and according to data analysis there were no troubles with the device, but it was a misunderstanding of the therapy by users. The patient was fine, they stop the therapy. The device was on the station again, at the end just no device trouble. No harm on the patient as the machine was immediately replaced by another machine.